Manufacturer narrative:
The following other devices were also listed in this report: alumina v40-femoral head 28mm, +0mm nk; cat# 6565-0-128; lot# 32779001. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Right hip revision surgery involving an exter stem and femoral head.

Manufacturer narrative:
Reported event: an event regarding dislocation involving a exeter stem and ceramic head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review for the reported head: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review for the reported head: review indicated there have been no other similar events for the reported lot. Conclusions: based on the provided information, the exeter stem reported in this investigation did not contribute to the event. There is no allegation of failure against the exeter stem. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends.

Event description:
Right hip revision surgery involving an exter stem and femoral head. Update: revision was the result of a dislocation.